Event description:
A pt stood up from a recliner chair in an upright position. The posey padded self-release belt stitching came loose at the buckle area which caused the belt to let go and it was no longer secure around the pt. The pt fell backwards beside the chair. Staff were nearby but were unable to reach him before he fell. He fell backwards unto the floor and pt complained about pain in right hip. He was assessed by the nurse and was sent to the local hospital by ambulance. The belt was checked every 2 hours prior to this incident.